Event description:
It was reported that the customer was hospitalized with high blood sugars. Troubleshooting indicated the device was working properly. Customer believes the cause was due to an infection at the site or hormonal issues.